Event description:
The MFR received info alleging a ventilator failed a step during testing. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor and flow sensor assembly were found to be contaminated with dirt, causing the test step failure. The device's blower motor and flow sensor assembly will be replaced to address the issues. Device has been evaluated but not repaired, pending customer approval of the estimate.